Manufacturer narrative:
Emdr section h6 e code was updated to reflect investigation results.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for abdominal aortic aneurysm using a gore® dryseal flex introducer sheath, gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. Reportedly, the patients¿ left access vessels were heavily calcified. The amount of calcium was prominent in left common iliac artery, the proximal end of the left external iliac artery and the left internal iliac artery. Following the coil embolization of inferior mesenteric artery, a 18 fr gore® dryseal flex introducer sheath (hereinafter sheath) was delivered from the left femoral artery. When the sheath advanced through the left external iliac artery and reached to the bifurcation of left internal iliac artery and left common iliac artery, resistance was felt. Reportedly, the leading tip of the dilator of the sheath was caught on the calcium and refused to advance any further. The physician performed pta at the heavily calcified area of the left common iliac artery, which was just above the bifurcation. As the sheath could not be advanced through the calcified area, the pta was performed again at the rated burst pressure. The physician then advanced the sheath with force by rotating it, which concertinaed the proximal end of the left external iliac artery and the distal end of the left common iliac artery. The sheath was successfully delivered to the intended location. After deploying trunk - ipsilateral leg endoprosthesis on left side and a contralateral leg endoprosthesis on the right side, the angiography was performed at the bifurcation of the left iliac artery. Reportedly, there was no flow showing in the left internal iliac artery. After extending the ipsilateral leg with another contralateral leg endoprosthesis, final angiography confirmed the left internal iliac artery being completely occluded. No endoleaks were observed. The patient tolerated the procedure and is being monitored. The reporting physician stated that the left internal iliac artery could have been deformed or dissected by performing multiple pta at the bifurcation of iliac artery, or by the sheath being rotated and forcefully advancing it through the bifurcation. It was also possible that either ballooning or sheath advancement scattered the calcium and clogged the vessel. The exact cause of the occlusion of the left internal iliac artery could not be determined. According to the reporting fsa, the diameter of the left external iliac artery measured about 6.2 mm ~ 6.4 mm and was incompatible with the use of 18 fr sheath. The product failure mode "1200-e:-access events - other/unknown" is used to capture the occlusion of the left internal iliac artery during the ballooning and sheath advancement at the access vessel.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.